Event description:
It was reported that prior to a surgical procedure, it was noted that the bur broke inside the attachment. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.